Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 104 mg/dl, while the sensor glucose was below 50 mg/dl. Customer stated that the threshold suspend alarm was set at 65 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Product is being returned and replaced.